Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer to our united states affiliate (B)(4). This case involves an elderly female pt (age nos) who received two applications of poly-l-lactic acid in (B)(6). The first treatment occurred sometime in (B)(6), and the second took place approximately six months later. Relevant medical history and concomitant medication info were not mentioned. The pt reported that the injections were performed into her left and right cheek bone area and also into the left and right side along the curve of her face by her ears. She reported that after the first application, she felt one or two solid bumps on the left side. After the second application, more bumps appeared on the right, and she developed another on the left side. At the time of this report, she reports that she has a total of four on the right and one on the left. The pt went to her physician who said he would "inject them with water" to dissolve them. No further info was provided. Reporter's causality assessment: not provided.